Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation result: a visual examination of the complaint device revealed a pinhole over the proximal ro marker. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis could not be performed due to the balloon lumen was occluded and it was not possible to unblock. The failure found on the device may be related to factors encountered during the procedure and/or related to the handling/manipulation; however, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found that the balloon had a pinhole. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.